Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-299-e ; lot# nl2v tri ts femur sz4 right; cat# 5512-f-402 ; lot# l339t triath fem distal aug 5mm - size 4 right; cat# 5540-a-402 ; lot# g9g4r tri post augment sz4 5mm; cat# 5543-a-400 ; lot# h7r9t tri post augment sz4 5mm; cat# 5543-a-400 ; lot# h7r9t triath fem distal aug 5mm - size 4 right; cat# 5540-a-402 ; lot# hal4b triathlon sym cone aug sz a; cat# 5549-a-110; lot# u2321 triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# 1130464l tri rm/ll tib aug sz5 5mm; cat# 5545-a-502; lot# xl76144a tri lm/rl tib aug sz5 5mm; cat# 5545-a-501; lot# erhwy6a triathlon sym cone aug sz c; cat# 5549-a-130; lot# u52e1 tri ts baseplate size 5; cat# 5521-b-500; lot# oxr7ia tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1142411m it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to possible infection and instability. A 5x9 ts insert was revised to a 5x16 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.